Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of missing setscrew could not be confirmed. Analysis revealed the right atrial set screw was backed out of its connector block as a result of unscrewing the setscrew too far. The setscrew was also stripped and contained septum material inside the hex cavity. The backed-out setscrew prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the device was dropped on the table for a device change-out procedure. The physician noticed the set screw was missing from the header for the right atrial lead and silicone was covering the hole. The device was not used. There were no adverse health consequences, the patient was stable.